Event description:
Two microaire burs had broken. The first bur allegedly broke just before use, and the second bur broke when first commenced drilling tooth. The report indicated that the end of the bur was suctioned from the mouth, with no pt injury.